Event description:
It was reported that patient is experiencing pain approximately 3 years post implantation. No revision procedure has been reported. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03645, 3007963827-2021-00329, and 0001822565-2021-03646. Concomitant medical devices: articular surface fixed bearing (ps) right 16 mm height catalog#: 42521400916 lot#: ni. Tibia cemented 5 degree stemmed right size g catalog#: 42532007902 lot#: 63876347. Stem extension tapered cemented 14 mm diameter +30 mm length catalog#: 42557000114 lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.